Event description:
A hospital in (B)(6) reported that an rt106 adult inspiratory-heated breathing circuit became open circuit after three days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt106 adult inspiratory-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the inspiratory limb of the complaint breathing circuit was returned. The complaint inspiratory limb was visually inspected and a heater wire resistance test was carried out using a multimeter. Results: the visual inspection revealed no visible damage to the returned complaint inspiratory limb. The heater wire resistance of the complaint inspiratory limb was found to be within specification for this product. Conclusion: all breathing circuits are electrically tested during production and those that fail are rejected. No fault was found with the returned complaint inspiratory limb.